Event description:
A 3-piece silicone lens model aq2010v was stuck in the cartridge prior to insertion. The lens damage was not implanted and there was no pt contact or injury. The reporter indicated that the cause of the event was unknown. An msi-tm injector and aq cartridge fp were used, but the lot numbers were unknown.

Manufacturer narrative:
H6: method: a work order search for the lens was performed. Results: visual inspection of the lens showed the lens was stuck in the cartridge and the cartridge tip was split. No visible damage to the injector. There was evidence of surgical residue. There were no similar complaints found within the work order. Conclusion: based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined.